Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable defibrillation lead exhibited varying shock impedance measurements, including a high out of range measurements. There was no evidence of noise and all other diagnostics were appropriate. Technical services (ts) troubleshooting options for the next in clinic follow-up. No adverse patient effects were reported.